Event description:
The balloon burst at the time of stent deployment (pressure unknown). The stent was deployed and another balloon was used to optimize deployment. There was no difficulty in inserting the device. The patient experienced thoracic pains and the procedure was prolonged 15 min due to air embolization. The pain disappeared within 15 minutes. There were no more clinical consequences and the patient is fine now.

Manufacturer narrative:
One non sterile cypher select + 2.50x18mm was received coiled inside of a plastic bag. No stent was received. The balloon had been inflated. Inflation of the returned catheter with water revealed a leakage at the shaft distal section. Sem analysis revealed that the external surface from the inner and outer shaft exhibited evidence of damage with abrasions observed near the leak-hole. Also, a flat section of material was observed suggesting that a compression/clamping force was applied. However, this could not be conclusively determined. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported customer complaint of balloon burst was not confirmed; however, shaft leakage was confirmed through failure analysis. Air embolism is a known potential adverse event associated with performing coronary artery procedures. With the information provided it is not possible to conclusively determine the cause of the damage but user handling could have contributed to the damage of the device which in turn instigated an air embolism. There is nothing in the failure analysis or the information received to indicate that there is a design or manufacturing related issue and therefore, no corrective action is needed at this time.